Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause is most likely related to the patients anatomy (previously implanted stent).

Event description:
It was attempted to place the orsiro drug-eluting stent system in an overlapping manner. After pre-dilatation the orsiro could not pass the previously implanted stent and got caught at the proximal part of it. Therefore the whole system was removed from the patients body and a stent deformation was noticed.